Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead could not effectively capture the myocardium, atrial sensing decreased which resulted in under-sensing and exhibited high pacing impedance. When the ra lead was removed, it was noted that the ra lead helix could not be extended, retracted and damaged. The ra lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were failure to capture, high pacing impedance, under sensing, a helix mechanism issue, and helix damaged. A complete lead was returned in one piece for analysis. The reported events of failure to capture, high pacing impedance, and under sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported events of a helix mechanism issue and a helix damaged were confirmed. Visual and x-ray inspection of the lead noted the helix was bent and compressed as received. Due to the helix damaged the helix mechanism test could not be performed. The cause of the reported event was isolated to the helix bent and compressed consistent with procedural damage.